Manufacturer narrative:
Facility did not comply with our request to return the unit for evaluation. The facility continues to use this unit for patient therapy without any additional similar adverse events.

Event description:
Patient developed a one inch blister on bottom of left foot following treatment with anodyne unit at physical therapy clinic. Clinic reports blister occurred following approximately 30 minutes of treatment. Patient was treated with a triple antibiotic ointment, siladene, and epsom salt soaks.